Manufacturer narrative:
Additional, changed, and/or corrected data. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: total delamination of the valve, flat creases, and white particles in the shell. Leak test and microscopic analysis was performed which identified: total delamination of the valve (adhesive failure). Based on the device analysis the final assessment is: total delamination of the valve assessed as adhesive failure.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.